Event description:
Patient was to be placed on the bipap machine for the night. After about two minutes on the machine, while I was still in the room, the machine began to critically alarm and did not stop. I heard immediately that the machine had stopped working (could not hear pressure being delivered anymore), and immediately went and took the patient off of the machine and placed her back on her nasal cannula. Bipap machine had a black screen that read "vent inoperable" and just continued to alarm until it was powered off. No harm came to the patient as the problem was witnessed and fixed immediately and the machine was replaced.